Manufacturer narrative:
Additional information was received on 03/07/2018 indicating the patient is a (B)(6)-year-old male who underwent an ablation procedure for paroxysmal atrial fibrillation. The reported issue of urinary retention requiring urinary catheterization was previously assessed by the principle investigator as serious in severity, however, it has been re-assessed as a moderate in severity. Additionally, the reported issue has resolved without sequelae. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional catheter and suffered urinary retention requiring urinary catheterization. Post-procedure, the patient developed urinary retention. Urinary catheterization was performed. Patient remained under inpatient care for one day, but did not require extended hospitalization as a result of the adverse event. Issue is ongoing and unchanged. Principal investigator assessed this event as serious, not investigational device-related, and probably index procedure-related.